Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary emergency treatment was performed when the issue happened. The procedure was aborted and completed as using another system. The philips field service engineer (fse) received a system-generated remote alert indicating that the tube current is out of range. After reviewing the log file, the tube is currently out of range. Upon troubleshooting, fse conducted the filament test and tube conditioning, which was satisfactory, but tube adaptation failed due to a significant focus. To resolve the issue, fse replaced the x-ray tube on another case and return the part for further analysis, and it found the tube failed due to an overstressed focal track, caused by dose variation and partial melting from misconfiguration or over conditioning. After replacing the x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system generated the following remote alert: tube current out of range. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.